Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance measurements over 4,000 ohms were seen on some of the bipolar pairs during implant. Removing and reinserting the lead did not resolve the issue. A different neurostimulator was used, and the high impedance values resolved after implant. Therapy was working well.